Event description:
The user facility reported that blood began leaking from the tubing connection of the centrifugal pump during a case. There was reportedly no harm to the pt and no medical intervention was needed as a result of this event. The reported blood loss is estimated to be 100-cc. Additional event specific info was not available.

Manufacturer narrative:
The involved sample was returned for evaluation. The sample was decontaminated, visually examined and leak tested. Visual examination of the connection to the centrifugal pump indicated the presence of residual blood, confirming the reported leakage. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that this lot has not been reported previously. All manufacturing personnel have been informed of this report in order to heighten their awareness. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. All available info has been placed on file in quality assurance for tracking, trending, and follow up.